Manufacturer narrative:
The reported issue of dim segments was confirmed on 9 out of 10 display boards. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. The customer reported 25 lvp display board assemblies with dim leds, however only 10 lvp display board assemblies were received. The customer returned 1 lvp display board assembly (p/ntc10012952) and 9 lvp display board assemblies (p/n tc10010208). Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Review of the sn (B)(4) service history record showed the device had a manufacture date of 07-jul-2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 23-nov-2020 and indicated that this device has not been previously returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only display board assemblies were provided for the investigation.

Event description:
It was reported that the devices had dim segment on the led display. Customer states " led segment out". There were no patient involvement.